Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and the current blood glucose of the patient is 213 mg/dl. Customer treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the drive support cap appears normal. Customer reported they does not allege pump was over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.